Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an electrical test failure #50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the unit. The fse checked the machine and found a loose connection from the motor control pcb side. The fse reconnected the connection of the motor control pcb, and the problem rectified. The machine was observed for 8 hours on iabp trainer and was working fine. The unit was handed over to the customer in good working condition for clinical use.

Event description:
N/a